Event description:
A 24v alarm.... All machine function was lost during treatment.... Had to use manual crank to return pt's blood. Treatment ended per md, and there was no pt blood loss or harm to pt.